Event description:
A pt was undergoing a hernia operation (right inguinal hernia). The duration of the operation was 1 hour and 40 minutes. A dispersive electrode was placed on the pt's left anterior thigh. After the operation, the dispersive electrode was removed and a 2nd degree burn was noted under the electrode. The burned area was surgically removed and then sutured. The size of the burn was noted to be about 3 cm in diameter.